Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that buttons are not responding with every button press. The pt reported the pump is not exposed to water and the keypad is not peeling.